Event description:
It was reported the upper and lower cases are broken and contaminated. The ring cover and ring, and two side bail covers and bails are also missing. The external pulse generator (epg) was returned for repair. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper and lower cases were broken, the ring cover, ring side bail covers and side bails were missing and the keyboard was contaminated. It was also noted that the battery release was contaminated, two case screws and the ring cover screw were missing and the battery drawer was broken.